Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic procedure to place a ureteral stent in 2007. At the time of preparation, during unpacking, the mardis soft stents with hydroplus coating was noted to be broken at the tip. This device was not utilized to treat the patient. The procedure was successfully completed with another of the same device.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.